Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. The reported product problem (failed accuracy -8.85 %) was not evidenced in the event history log. The investigator performed three separate delivery accuracy tests. The customer's concern regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-3 %. No fault was found with the pump. The investigator replaced the following components: clock battery, keypad, overlay, and dso. The pump's software was then loaded. The pump was calibrated and tested. The pump passed all the delivery accuracy test.

Event description:
Information received a smiths medical cadd legacy 6400 pump failed accuracy -8.85%. Event occurred during testing and no patient involvement.